Event description:
The customer contact reported unrestricted flow. It was reported the patient was being treated status post cardiac arrest, and the physician ordered that the patient be started on lidocaine therapy. The device was programmed to deliver an unspecified concentration of lidocaine, at a rate of 30ml/hr, via one of the patient's multiple IV access sites and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient's status began to "deteriorate" and the physician ordered that the lidocaine delivery be discontinued and the patient to receive an unspecified concentration of plasmanate. It was reported the lidocaine delivery was stopped and the cassette of the tubing set was removed from the device. The device was then reprogrammed to deliver an unspecified concentration of plasmanate via one of the patient's other access sites and the delivery was started. After an unspecified length of time, the patient went into a second cardiopulmonary arrest. At this time, it was noted that the lidocaine container was empty and that the tubing set was still connected to the patient's IV access site. The customer contact indicated that after the cassette was removed from the device, the flow regulator did not close properly and the lidocaine continued to flow. The patient expired at an unspecified time during the code. The customer contact indicated that the patient's condition was so poor that the lidocaine was not the cause of the second cardiopulmonary arrest. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B)(4).